Event description:
Patient revised because of loosening of tibia, cement manufactured by others.

Manufacturer narrative:
Examination was not possible, as no products was not returned. The investigation was limited to the information provided, as the lot numbers required to review the device history records and complaint history was not provided. The investigation could not verify or draw any conclusions about the reported event based on the provided information. The need for corrective action is not indicated. Should additional information be received, the investigation will be reopened. Depuy considers the investigation closed.